Manufacturer narrative:
The customer¿s results were replicated and no interfering factors could be detected. Differences in results and reference ranges from tsh assays by different manufactures, in this case siemens, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. The investigation did not identify a general reagent or product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable thyroid results for 3 patient samples on a cobas 8000 e 801 module. The patient samples were submitted for investigation. There were discrepant results identified for elecsys tsh, elecsys ft4 iii, and elecsys ft3 iii assay between the customer's e801 module, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, and the centaur method. It was not known if the erroneous results from the customer site were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results, and medwatch with patient identifier (B)(6) for information on the ft3 iii results. There was no allegation of an adverse event. The customer's cobas e801 serial number was not provided. The serial number for the cobas e801 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e801 was 283556 with an expiration date of 28-feb-2019. The ft4 iii reagent lot used on this cobas e801 was 309694 with an expiration date of 31-jan-2019. The ft3 iii reagent lot used on this cobas e801 was 314824 with an expiration date of 30-may-2019. The serial number for the cobas e602 used at the investigation site was (B)(4). The serial number for the cobas e411 used at the investigation site was (B)(4). The tsh reagent lot used on the cobas e602 and the cobas e411 was 341699 with an expiration date of 28-feb-2019. The ft4 iii reagent lot used on the cobas e602 and the cobas e411 was 331797 with an expiration date of 31-may-2019. The ft3 iii reagent lot used on the cobas e602 and the cobas e411 was 314666 with an expiration date of 28-feb-2019. The investigation is ongoing.